Manufacturer narrative:
The product remains implanted in the patient post-mortem, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately six months after lvad implantation, the patient reported high power alarms and was re-admitted to the hospital. When admitted, she was noted to have an inr of 1.3 and had a map of 120 mmhg. Of note, the patient¿s inr had been 1.8 a month prior to this event and was 3.7 two weeks prior to it. The patient is reported to be symptomatic during this event with moderate to severe aortic valve insufficiency, severe mitral valve regurgitation and a distended left ventricle. The patient was treated with lovenox and started on a tirofiban infusion. This resulted in a normalization of the lvad¿s power consumption over the next two days. However, the patient is then reported to have developed seizure activity and slurred speech and was suspected of having a stroke. The lovenox and tirofiban were stopped at this point. A CT was performed and revealed no acute changes. The patient was then re-started on heparin and tirofiban. Four days after the onset of her initial symptoms, the patient¿s lvad power consumption began increasing again. Laboratory findings included elevated liver enzymes and creatinine levels and a decreased hematocrit. An echocardiogram revealed an aortic valve that was rarely and only partially opening, a distended left ventricle. At this point there was no plan to exchange the lvad since the patient had an active infection. Details regarding the type of infection were not reported. One week after the initial onset of her symptoms, the patient underwent infusion of tpa into the lvad inflow cannula in the ccl followed by a continuous infusion with an lvad power consumption that normalized over the next few days. The tpa infusion was discontinued at this point and heparin re-started. Approximately two weeks after the initial onset of her symptoms, the patient experienced a headache. A CT scan revealed a subarachnoid hemorrhage. Care was withdrawn the next day and the patient expired.